Manufacturer narrative:
The returned device was evaluated. The pod was received with the needle mechanism deployed. The cannula measured shorter than the correct length. It could not be determined when this damage occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient states that there was a pod that was failing and caused high blood glucose levels of 368 mg/dl. Patient was wearing the pod fro 36 to 48 hours on the arm.